Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026. The sensor was inserted into the arm on 04-28-2026. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. It has been reported that there was a difference in readings over 50 points. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).